Event description:
Over a period of time the hosp staff noticed that the blood gas analyzer had an intermittent problem which sometimes caused the analyzer not to be able to calibrate. After a successful calibration and a check using liquid controls the results were used. However, because of the intermittent nature of the problem the following cna and cca values were reported too low. In the reported case the pt was hospitalized for a day before the error was discoverd. No maltreatment has been reported and no pt was injured.